Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a procedure, the surgeon found the anterolateral plate was too bulky and not able to lock the screw. The screw appeared to be at a different angle than the nominal angle. Procedure was completed successfully without any surgical delay. No patient consequences. This report is for one (1) 2.7 mm lcp(tm) plate 8 holes/76 mm. This is report 2 of 3 for complaint (B)(4).